Event description:
The customer reported that the battery that would not hold charge. A review of the entire device log in testing showed several n56 (replace battery) messages. The device gave a replace battery alarm upon power up and the battery icon was empty during self-test. The device was again powered up on ac, the ¿change battery¿ soft key was pressed, and the device passed self-test and all pvt tests on dc power. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.